Event description:
It was reported that a homecare patient experienced discomfort and breathing difficulties with the fit and placement of one (1), size 6 cfs, cuffless tracheostomy tube. Problems were initially encountered with insertion and shortly after placement stoma and tracheal discomfort occurred. After approximately sixteen (16) hrs the patient experienced breathing difficulties and decided to remove and replace the involved device with a back-up 6 cfs device. After removal of the involved device patient visually observed that the diameter of the outer cannula was larger/incorrect. The size 6 cfs device returned on 09/24/98 to the MFR for decontamination, analysis and investigation. The manufacturers device eval results are recorded on section h of this report.